Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. Device failed the occlusion test with a higher actuation value 2500mv and was nonreactive. Replaced dso (downstream occlusion sensor). The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed downstream occlusion. No patient injury was reported.